Event description:
On (B)(6) 2022, intuitive surgical inc. (Isi) received user facility report (B)(4) stating: "while using the fenestrated bipolar grasper, attending surgeon noticed that the distal shaft of the instrument junction began to spark and burn. The instrument was immediately removed from the patient, and no tissue injury to the patient was observed. The defective instrument was removed from service, given to supervisor. A new fenestrated bipolar was then opened and used without further complication." Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument logs for part #: 471205-17 batch/lot #: k11211213-0102 associated with this event was performed. The instrument was last used on 20-apr-2022 on system serial# (B)(4). This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument sparked and burned. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.